Event description:
Replaced a powerglide extended dwell peripheral IV where one end of the extension tubing became disconnected from the tubing itself. The line was removed from the patient. A new midline was placed in the other arm.